Event description:
The customer was hospitalized for dka. The customer was in the sun the day before the admission and may have exposed the insulin to extreme temperature. The troubleshooting could not be performed. The customer did not have enough insulin to fill the reservour. The customer was not on the pump at the time.